Event description:
It was reported that the doctor had been using hand piece and blades for three cases prior with no incident. Blade made a noise similar to that when it touches metal and then stopped working. Scrub nurse reported that the surgeon had not touched any other metal devices. They did not carry out a test but replaced faulty blade with a new one and carried on with procedure. No patient consequences.